Manufacturer narrative:
Based on the results of the visual inspection performed, the product reported in this investigation did contribute to the event and the material analysis team confirmed that fracture is consistent with the investigation of a CAPA that was opened august 19, 2013 and closed october 24, 2014. As a result, an update to the surgical protocol for this product was performed. There were no observed manufacturing defects. A device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A complaint history indicated that there were no reported events regarding the referenced lot.

Event description:
It was reported that product code 1235-0-014 could not be removed from the handle ((B)(4)) after surgery and broke during removal attempts. It was noted that this happened after surgery so there was no negative impact on the patient or case.